Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 343mg/dl, 129mg/dl, 117mg/dl, 166mg/ld and 51mg/dl as well as 166mg/dl, 51mg/dl, 429mg/dl, 121mg/dl; and 194mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.